Event description:
Technician alleged that the bed was going into trendelenburg when the hi/low down button was pushed.

Manufacturer narrative:
Technician found a disconnected wiring harness from the foot hi/low motor. Technician reconnected the harness to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.